Event description:
The issue is that the spring in the valve is getting stuff or the plastic seat breaking and not letting the valve close. "Vent patient" per the customer: "it has been reported to me today that the new airlife tee adapter has failed on our respiratory patient. This is a critical failure due to the patient be on a vent. The issue is that the spring in the valve is getting stuff or the plastic seat breaking and not letting the valve close. The reorder number is (B)(4). These are part of the new respiratory contract. "Additional comments from customer:"good morning. Yesterday (B)(6) ordered a case of tee adapters manufactured by hudson rci. They arrived this morning and after comparing the two, I can say that there isn¿t a comparison. The hudson product has a much firmer spring and includes a rubber gasket for better sealing when not in use. (B)(6) explained to me this morning that the hudson product is (B)(6). This is the item that I would like to continue ordering". Additional information received from the customer on (B)(6) 2014. "Good morning. The issue that I personally discovered occurred when an employee was troubleshooting a ventilator and the low volume and pressure alarms were alarming. When I proceeded to investigate the issue, a leak was detected from the valved t-adapter even with the cap secured appropriately. This leak was barely audible but did have an impact of ventilation. I replaced the adapter and the problem was solved. The ventilator in question was in use on a patient at that time but no noticeable adverse effects of this leak were observed. It was not until I asked a few other employees about these adapters that I discovered several of them had routinely changed these adapters for what appears to be a problem with them either closing completely after treatments or not sealing correctly. We unfortunately did not save any of these to return to you."

Manufacturer narrative:
Cfn-2014-292. -4316. The customer indicated that the complaint devices were not available for return to carefusion. As a result, an evaluation could not be performed. A review of the device history record (DHR) was performed for this lot by the manufacturing site. There were no issues identified with the manufacturing process of this lot that would have contributed to the reported issue. The product is 100% leak tested at the factory prior to final release. A review of the complaint system was performed for this product over the last four years. There have been no other reported complaints for this same issue during this time period. During this same time period carefusion has sold several million units. The reported issue will continue to be trended and monitored by carefusion. Without the actual complaint samples it is difficult to determine the exact root cause. The two most likely causes would be the strength of the spring (spring rate) and/or damage to the plastic seal. Either of these issues would have been identified during the 100% leak testing and would have been rejected. The spring rate of 30 random springs from inventory was tested and all were found to be within specification. Other possible causes would be damage in transit, misuse by the end user, or damage during handling. The exact root cause could not be determined without the returned complaint product.

Manufacturer narrative:
(B)(4). Device was not available for evaluation. Upon carefusion's investigation, a follow up medwatch will be submitted.